Event description:
During patient treatment with the 3100b, users heard a loud "clunking" noise coming from the oscillatory driver. The mean airway pressure was "flucuating a little bit", but all other ventilator settings/readings were relatively stable. The patient was placed on another 3100b without compromise.